Event description:
It was reported that "catheter fragments left in patient's body after removal". Additional information reported that a CT check (including inspection of fragments) was performed, and a haematoma was removed. The retrieval of the fragment was unsuccessful. The condition of the patient is reported to be haemodynamically stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo revealed two images of a separated catheter body. The customer returned one arterial catheter for analysis. The catheter was separated towards the proximal end of the catheter body. Signs of use in the form of biological material was observed inside the catheter body. Visual analysis also revealed a major kink in the proximal catheter body. Microscopic examination confirmed the damage and revealed that the point of separation had smooth, distinct cuts within the center of the catheter body extrusion. The edges in the center of the extrusion were angled and smooth which is consistent with contact with a sharp instrument. However , there were also signs of deformation in the form of stretching as the catheter extrusion appeared compressed at the point of separation. The kink in the catheter body measured at 11mm from the distal hub. The catheter was separated approximately 38mm from the hub to the point of separation. This is not within the catheter length specification of 162mm-166mm per catheter product drawing. This is expected based on the customer report which stated that the separated catheter fragment could not be removed from the patient. The catheter body outer diameter (not near the point of separation) measured 1.26mm mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. Although deformed, the catheter body inner diameter was able to be measured at the distal tip and measured 0.033", or approximately 0.86mm, which is still within the specification limits of 0.81mm-0.86mm per the catheter extrusion product drawing. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The instructions for use (IFU) provided with the kit informs the user , "warning: do not use scissors to remove dressing to reduce the risk of cutting the catheter. Remove catheter securement device or sutures being careful not to cut catheter. Remove catheter slowly. Warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." The customer report of a separated arterial catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was separated towards the proximal end. Microscopic examination confirmed the damage and revealed that the point of separation had smooth , distinct cuts within the center of the catheter body extrusion. The edges in the center of the extrusion were angled and smooth which is consistent with contact with a sharp instrument. However, there were also signs of deformation in the form of stretching as the catheter extrusion appeared compressed at the point of separation. There were no findings that would suggest a manufacturing related defect. A device history record review was performed with no relevant findings. Based on the customer report and the returned sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "catheter fragments left in patient's body after removal". Additional information reported that a CT check (including inspection of fragments) was performed, and a haematoma was removed. The retrieval of the fragment was unsuccessful. The condition of the patient is reported to be haemodynamically stable.